Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s screen could not be confirmed as no images or product was returned for analysis. Reported information stated that the patient was admitted to the hospital with lines and a black spot on their system controller¿s screen. The system controller was exchanged. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 IFU, section 6 entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis following the patient being admitted to the hospital with damage to their system controller's screen that was displaying lines and a black spot. The log file did not contain any info about the state of the lcd screen but looked like data was still being logged appropriately. The controller was exchanged.